Event description:
Caller reported that the t:slim x2 pump battery would not charge unless the cable was held in place or the pump was strategically positioned due to a visibly damaged usb port. There was no adverse impact to the caller¿s blood glucose level as the issue did not lead to a pump shutdown or inability to turn on the pump. Technical support advised the caller on proper usb port use to prevent further damage and agreed to send a replacement pump with updated software. The caller, who was using a manual protocol for insulin delivery, was instructed on actions to take upon receipt of the replacement, including returning the problematic pump, which was understood and acknowledged.